Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed; there was blood on the distal conductor of the lead and it was obstructed. The outer insulation of the lead was extrinsically breached due to a cut; a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed and the outer insulation of the lead developed a cosmetic depression while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5076 implantable pacing lead (B)(6) 2003; p1501dr implantable pacemaker (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited noise. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.